Event description:
On (B)(6) 2006 somatosensory evoked potential testing was performed. On (B)(6) 2006 somatosensory evoked potential testing indicated "normal conduction through central somatosensory and motor pathways to appropriate neurophysiologic evaluation. Studies document the fact that throughout surgical procedure at no time was there any electrical evidence presented of interruptions to spinal cord or neural function." On (B)(6) 2006 the patient presented with cervical myeloradiculopathy. The patient underwent acdf c3-c6 using atlantis, cornerstone, autologous bone, and rhbmp-2/acs. Operative notes state "the cages were filled with autologous bone supplemented by a small amount of bmp." Per the physician's notes, the patient "had immediate relief of many of her preoperative symptoms. Patient was discharged on (B)(6) 2006. On (B)(6) 2006 the patient was admitted with difficulties swallowing. Workup showed soft tissue swelling without any hematoma. Per the physician's notes, "plain films and cat scan were obtained. The plain films showed significant prevertebral swelling. CT scan fortuitously failed to show any extrinsic mass, such as a hematoma or an infection or foreign body. Since there was no indication of extrinsic mass that could be clearly seen the diagnosis of exuberant, but not uncommon, soft tissue swelling was made." The patient was given IV steroids (high-dose decadron) and was discharged on (B)(6) 2006. (B)(6) 2010 MRI of the cervical spine indicated "interval postoperative changes from anterior cervical discectomy and fusion from c3 through c6. Previously noted c5-c6 disk protrusion is no longer evident. No evidence of canal stenosis on the current exam, though there is some residual flattening of the anterior aspect of the cord at c5-c6 with some minimal increased signal within the cord at this level. Uncovertebral osteophyte formation on the left at l5-f6 causing moderate narrowing of the left neural foramen. No other significant neural foramen narrowing is seen." (B)(6) 2011: uds: positive thc and oxy. Patient presented with "whole back pain." The patient "describes her pain as moderate-severe and is aching, burning, cramping, diffuse, sharp, shooting, stabbing and tender. It is continuous" she states the pain is aggravated by bending, coughing, lifting, standing and walking" the patient has numbness in her bilateral arms." On (B)(6) 2011 the patient presented with lumbosacral facet joint pain, lumbar/lumbosacral disc, and cervical postlaminectomy syndrome. The patient underwent a lumbar facet block. On (B)(6) 2011 the patient presented for an office visit. "Pt has h/o cervical fusion and has had recent left kidney surgery. Lbp described aching, diffuse, sharp, stabbing pain that is aggravated by lumbar extension, lifting, standing and walking. Her pain is relieved by oxycodone and methadone." The patient underwent a lumbar facet block. On (B)(6) 2011 the patient presented with lumbosacral facet joint pain, lumbar/lumbosacral disc, and cervical postlaminectomy syndrome. The patient underwent medial/dorsal left l4-s1 radiofrequency neurolysis. There were no noted complications. On (B)(6) 2011 the patient presented with bilateral back pain, lumbosacral facet joint pain, lumbar/lumbosacral disc, and cervical po stlaminectomy syndrome. The patient underwent medial/dorsal right l4-s1 radiofrequency neurolysis. There were no noted complications. Per the physician's notes, "called her pharmacy and patient has received oxycodone from two different physician in the last month" will give 2 day supply of norco for post rfa pain. However, will not prescribe opiods in the future.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.